Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan) the failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin:(B)(4).

Event description:
It was reported that the insulation had been compromised.